Manufacturer narrative:
Customer reported that they ordered the incorrect product thus the complaint is not reportable.

Event description:
It was reported that the plunger of a bd plastipak¿ hypodermic syringe luer lok¿ was difficult to pull and remained to attach to the body of the syringe during use, which was not the case at all with the same syringes sterilized by gamma rays. Customer¿s verbatim: ¿ for some time now we have been having difficulties with syringes 10 ml luer-lock bd ref. (B)(4), among others, lot 1811004 per. 30/09/2023 sterilized by ethylene oxide. The plunger is difficult to pull and remains attached to the body of the syringe during use, which was not the case at all with the same syringes sterilized by gamma rays. We have not, to my knowledge, been informed of this change of sterilization. What is the reason ?¿

Manufacturer narrative:
Date of event: unknown. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger of a bd plastipak¿ hypodermic syringe luer lok¿ was difficult to pull and remained to attach to the body of the syringe during use, which was not the case at all with the same syringes sterilized by gamma rays. Customer¿s verbatim: ¿for some time now we have been having difficulties with syringes 10 ml luer-lock bd ref. 305959, among others, lot 1811004 per. 30/09/2023 sterilized by ethylene oxide. The plunger is difficult to pull and remains attached to the body of the syringe during use, which was not the case at all with the same syringes sterilized by gamma rays. We have not, to my knowledge, been informed of this change of sterilization. What is the reason?¿